Manufacturer narrative:
One device was returned for analysis. Visual inspection found that the device alarmed due to intermittent module connectivity during implementation at the customer site. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective wireless communication module. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited alarms for intermittent module connectivity during implementation. There was no patient involvement, no patient injury was reported.